Manufacturer narrative:
(B)(4). Concomitant medical products: two additional pump modules and tubing, model unknown, therapy date (B)(6) 2016. The customer¿s report of a channel error code 351.6610.0 was confirmed, however the malfunction could not be replicated during testing. The syringe module was received in overall good condition. Since the pcu and its logs were not received, information about the additional modules attached could not be ascertained. The syringe module error and event log showed that a channel malfunction alarm, (error code 351.6610.0 syringe_motor_watchdog_failure) occurred on (B)(6) 2016 at 06:54 am, causing the infusion to stop; approximately 30 seconds after the alarm occurred, the select button was pressed twice followed immediately by the restart button. At 6:56 am the channel off button was pressed, shutting down the device. Testing of the device was unable to replicate the error code. The cause of the event was identified as a software issue.

Event description:
The customer reported a syringe pump alarmed for "channel error" and stopped infusing during a transfusion of packed red blood cells in the picu/cicu. It was noted the nurse had to access 2 other channels to reach the affected module temporarily pausing a milrinone infusion to do so; there was no patient harm. The biomed report showed an error code 351.6610.